Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report #9616099-2007-01860 & 9616099-2007-01861. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient received three cypher select stents using the crush technique to treat lesions in a bifurcation of the left anterior descending (lad) and the 2nd diagonal. In the main branch the patient received 2.75 x 28 and 2.5 x 18 mm cypher select stents. In the side branch, the patient received a 2.25 x 23 mm cypher select stent. Six days after the procedure, the patient had an anterior-lateral q wave mi. Angio showed stent thrombosis of the side branch. A re-ptca of the side branch was conducted using the kissing balloon technique.